Event description:
Correction: previously reported information 'additional information received reported that the patient was in the hospital having a CT/cat scan/ultrasound. The reporter was unable to provide specific hospitalization or diagnostic detail, however did note that there was not a problem with the pump' does not pertain to this event and will be reported in manufacturer report # 3004209178-2012-09233. Additional information: it was reported that the patient also experienced symptoms of extreme stiffness and fever. The reporter was unsure of the patient outcome at the time of the report.

Event description:
Additional information received reported that the patient was in the hospital having a CT/cat scan/ultrasound. The reporter was unable to provide specific hospitalization or diagnostic detail, however did note that there was not a problem with the pump. The patient only experienced ''loss of therapy'' as previously reported prior to the pump replacement. Per the manufacturer device registry, the reported pump replacement took place on (B)(6) 2012. Several attempts to follow-up with the hcp for additional information were made without success. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. The patient presented to the emergency room the morning of this report "being shaky and itching." It was reported the pump started alarming that morning and it was believed the pump was empty but it was unconfirmed. On (B)(6) 2012, it was reported the alarm was confirmed by telemetry. Telemetry confirmed a safe state had occurred. "Reset occurred - low battery." The pump was replaced, date unknown. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter, (B)(4).